Event description:
The customer reported that the IV tubing snapped at the hub so the IV was discontinued and a new IV placed. The pt was receiving a carrier fluid and hydromorphone pca. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4)). This report was filed by the MFR. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.